Event description:
The user had gone through six pairs of batteries in three months on the suspect device. User said the device exploded and battery acid leaked from the meter. The lcd display is pitch black. Inserted the batteries in the device correctly. User also stated the inside of the device was melted.